Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. Reportedly, there were air bubbles in the tubing. The contact changed the cartridge and infusion set to address bg level. A follow up with the contact confirmed that the customer's bg level lowered to 237 mg/dl.